Event description:
It was reported that stent damage occurred. A 3.50 x 12mm synergy ii drug-eluting stent was pulled out of the package and was noted to unwrap from both ends of the balloon. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR:synergy ii us mr 3.50 x 12 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from proximal stent strut rows were noted to be lifted from their crimped position and pulled distally while the first distal stent strut row appears to be expanded. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination found issues with the shaft polymer extrusion as a kink was noted measured at 5 cm distally to the port exit site. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 12mm synergy ii drug-eluting stent was pulled out of the package and was noted to unwrap from both ends of the balloon. The procedure was completed with another of the same device.